Event description:
Two endeavor sprint rx coronary drug-eluting stents were implanted in the proximal lad. (MFR 2953200-2009-01197). Two weeks later, the pt had a staged procedure, and another endeavor sprint rx coronary drug-eluting stent was implanted in the proximal left circumflex. (MFR 2953200-2009-01199). The pt was asymptomatic at 30 day, 6 month and 1 year f/u. Just before the pt's 1.5 year f/u stent thrombosis was confirmed within the proximal lad and mid left circumflex. Clinical indication for intervention was positive history or recurrent angina pectoris presumably related to the target vessel. Revascularization was not performed but there was an indication for surgery. The investigator indicated that it was not assessable if the event was related to the study stent. Pt has stable angina at 1.5 year f/u.

Manufacturer narrative:
Eval codes results: stent thrombosis.